Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
The humeral impactor was being used to assemble the final stem and metaphyseal implants for the reverse ii. The impactor appeared to hold initially, but when any torque was applied to it, it would detach from the metaphyseal implant. This resulted in the consultant being unsure as to whether the implants were securely assembled. All appropriate technique steps were followed. We believe it may be the thread on the humeral impactor fixation screw being worn. The humeral extractor (part# mwb498) was used instead of the humeral impactor (part#mwb197) and the surgery was extended by approximately 30 mins due to this issue.